Manufacturer narrative:
Follow-up # 1 ¿ (01/28/2015). The patient¿s test strips have been returned on 1/14/2015 and evaluated by lifescan product analysis on 1/15/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ping meter read inaccurately low in comparison to another meter. The complaint was classified based on additional information obtained in a call to the customer by medical surveillance (ms). The patient claimed that on (B)(6) 2014 at an unspecified time, she obtained a result of ¿152mg/dl¿ on the subject meter which she felt were inaccurately low in comparison to a result of ¿114mg/dl¿, obtained on a onetouch verioiq meter. The tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that the she manages her diabetes using an insulin pump and did not make any changes to her usual diabetes management routine in response to the allegedly inaccurate results. The patient claimed that on (B)(6), at an unknown time after the alleged inaccuracy, she developed symptoms of ¿thirst, frequent urination and headaches¿ which she associated with ¿hyperglycemia¿ and that she self-treated by administering a ¿bolus of humalog insulin¿. During troubleshooting, the customer care advocate (cca) noted that the meter had been set to the correct unit of measure and that the patient had used an approved sample site. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.